Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, and prime test excessive no delivery test, displacement test and motor test. No unexpected no delivery or motor error alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 463 mg/dl. The customer treated with syringe shot. The customer stated that the alarm occurred during manual prime. The customer stated that the motor error occurred during prime. The customer stated that the pump read enough insulin. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.